Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented with a capsular burst and infection. The entire system was explanted. Further information received stated that the physician did not think the infection was caused the abbott device. The patient was in stable condition.